Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instruments are bent. The event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, it was reported that the instruments are bent and needs to be replaced. The event did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tip from the s-rom*pin punch (531500 / (B)(6)) was bent. Additionally, shows an overall worn appearance consistent with normal and repetitive use. The observed damage can be attributed to a combination of unintended usage of excessive forces applied on the device and prying back and forward the instrument during use. Regarding the worn condition, is consistent as an end-of-life indicator for the device. A functional inspection was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s-rom*pin punch would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ay0204) provided is not a valid finished goods lot#.